Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: the pump started up with an illuminated display screen. There was a bolus button leak with evidence of moisture corrosion inside all of the internal pump components and transceiver board. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad. There was an additional crack in case near lower right corner of display.